Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 220 mg/dl at the time of the incident. The customer's parent was advised to disconnect at the quick release and was assisted with fixed prime, which they stated resulted with the insulin exiting and another no delivery alarm. The call disconnected before the displacement test was performed. The customer's parent call back to finished troubleshooting and return. There was no indication of the issue being resolved during the call back. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted.pump had broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and missing end cap sticker.